Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level 500 mg/dl. Customer reported that insulin pump ran out of battery in the middle of the night and died, after changing the battery the sensor never re-connected to the insulin pump. The insulin pump will not be returned for analysis.